Event description:
Boston scientific has become aware of the following event: it was pci with stent procedure of lad. The lesion was 100% stenosis with calcification. From mid of lad, there was bloostream by svg, 17 years ago. It used six hours and crossed with a wire in the cto. A distal edge of cypher stent 2.5-23 was positioned in proximal side of svg of mid lad and was detained at 6atms. Because svg was expanded by low pressure as it was nearby. Later on it was observed with the atlantis. Dr overlapped cypher stent 2.5-23 and detained cypher stent 3.0-28 at 12atm in proximal lad. The lesion was observed again using this atlantis. Thereafter, dr tried several times drawing in the atlantis, but was not successful. When he pulled forcibly, a tear occurred at about 18mm positions from the tip. Then later, bloodstream was confirmed by angiography, and the appearance of a pt was stable. Therefore he finished procedure on that day. The torn catheter was removed finally through thoracolaparotomy.